Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have sensor issues. Customer's sensor glucose and blood glucose had big variance. Sensor's cannula was split in half after the sensor was removed from the body. Customer's sensor glucose was 30 mg/dl to 40 mg/dl and blood glucose was unknown but a lot higher. After troubleshooting, customer was advised the sensor will be replaced. Customer agreed to return the sensor for analysis.

Manufacturer narrative:
A complete analysis and testing of one random opened and used enlite sensor. Performed the continuity resistance test and the sensor failed per specifications.